Event description:
No additional info.

Manufacturer narrative:
One sample model 2232-0007 lot 21125446 was returned for investigation. The set was examined for defects and abnormalities. A hair was caught in the closed air vent on the drip chamber. No defects or abnormalities were observed. The customer complaint that there was foreign matter on the set was confirmed. A quality notification was sent to the supplier. From the supplier investigation, the components are manufactured with full automatic process. Contact with machine operator is very low. All production is manufactured inside a clean room, iso 8. People enter the clean room with a hair net, coat and closed toe shoes. During analysis of the lots, the supplier noted no records of deviation from the procedure or contaminations with the controlled parts. The supplier has provided in the last three years a total quantity of 290 million of these units and no other similar events were notified. This issue appears to be an isolated event for which it is not possible to determine a reasonable root cause. A device history record review for model 2232-0007 lot number 21125446 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp gem v/nv 20d 0.2 fltr tubing had a hole in it that leaked/sprayed lipids out during use. The following information was provided by the initial reporter: " lot : (10) 21125446. Patient's medication spiked with tubing. This rn noted a hair to be stuck in the tubing near the vent door. Tubing removed and new tubing used for medication. Lot: unknown. Rn assessing the line and noticed a puddle of lipids on the equipment as well as on the IV pole. I checked the connections and then opened the door to the chamber and there was a hole in the tubing that was spraying lipids everywhere."